Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose was 72mg/dl within 10 minutes, greater than 20%; per reported issue notes. Pt did not experience any adverse events. No further info has been reported.